Event description:
Unable to contact customer, sending a letter. "Customer was taken to emergency. Meter ot basic enhanced meter indicated 69mg/dl and emergency team received 241mg/dl. Customer is alleging their ot basic is reading inaccurately low. Patient obtained a reading of 69 mg/dl. Patient then tested themselves with food or beverage. The emergency medical technician were called, when tehy arrived they obtained a reading of 241 mg/dl. Unknown if patient was treated in ER. Unknown what type of meter the emergency medical technician used.